Manufacturer narrative:
B7: added medical history. H6: updated results code.conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for previous incisional hernia repair were not provided.] (B)(6) 2007: operative report. Anesthetic: general anesthesia via oral endotracheal tube. Operation: open repair of recurrent incisional hernia with goretex dual mesh. Pre/postop diagnosis: recurrent incisional hernia. Indications for procedure: the patient is a 36-year-old white female with history significant of diabetic gastroparesis presented to clinic with complaint of a bulge through a previous upper midline incision. She has had a prior gastric pacemaker placed along with a revision and incisional hernia repair. Repair of this recurrent incisional ventral hernia was recommended to the patient and her questions were addressed. She appeared to understand and requested to proceed with the procedure as above. Procedure in detail: ¿the patient was brought to the surgical suite on january 29, 2007, and placed in the supine position on the operating table. After adequate induction of general anesthesia, the patient was orally intubated. Ancef was given as perioperative antibiotic coverage. Plexipulse boots were placed for deep vein thrombosis prophylaxis. The gastric pacemaker was turned off. The abdomen was prepped and draped in a standard sterile fashion. An upper midline incision was made through the previous scar and carried down through the subcutaneous tissues using sharp and electrocautery dissection. Upon reaching the hernia sac, the sac was freed from the surrounding tissues using electrocautery and dissected back to the point on the fascial defect. At this point, many intra-abdominal adhesions were lysed using sharp and electrocautery dissection. The leads exiting the fascia in the left upper quadrant were identified and protected. Once the hernia sac and contents had been reduced into the abdominal cavity, palpation of the fascia revealed multiple small hernias. These hernias were opened along midline incision to provide one continuous incision through the fascia. Next, fascial flaps were raised using electrocautery, providing a circumferential ring of approximately 3 cm around the defect in the fascia. Less extensive dissection was performed on the left side where the gastric pacemaker pocket was. Next, the gore dualmesh, 15 x 19-cm patch was chosen for the repair. The mesh was sutured to the fascia in an underlay technique with multiple u type 0 ethibond sutures to the fascial edge. The wound was then copiously irrigated with saline and hemostasis was assured. Next, wound closure was performed in layers using multiple 3-0 vicryl sutures in an interrupted fashion to reapproximate the subcutaneous tissues. The skin was closed with a 4-0 monocryl in a continuous running fashion. A dry sterile dressing was applied. The drapes were removed. The gastric pacemaker was turned on. The patient was awakened from anesthesia, extubated, and taken to the recovery room in stable condition. She tolerated the procedure well.¿ 01/29/07: implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc04. Lot batch code: 04426130. W.l. Gore & associates. Wound classification: ii. The records confirm a gore® dualmesh® biomaterial (1dlmc04/04426130) was implanted during the procedure. (B)(6) 2007: operative report. Anesthesia: general. Estimated blood loss: 200 cc. Complications: none. Pre/postop diagnosis: recurrent ventral incisional hernia with mesh. Indications for procedure: this is a woman who has a recurrent ventral incisional hernia that has been repaired with mesh before. Procedure: ___ [sic]. Findings: ___ [sic]. Procedure in detail: ¿patient brought in the operating room, placed in supine position, put to sleep by anesthesia. Abdomen was prepped. We made a midline incision through skin and subcutaneous tissues, dissected out the hernia sac circumferentially paying particular attention to the position of her gastric pacemaker leads at all times. We were able to free the fascia up circumferentially and did a lysis of adhesions to free up the bowel in the abdominal cavity. Next, we removed the old piece of mesh which had pulled away from the left side but was still adherent to the right. We removed it completely and submitted that to pathology. We then used a composix mesh with a 5 cm overlap circumferentially around the fascial defect. We tacked it laterally with 0 ethibond sutures and then sewed the fascial margins to the anterior layer of the mesh using prolene running sutures. We placed a 15 round j-p drain in subcutaneous tissues, closed subcutaneous tissues with 3-0 vicryl, skin with surgical staples, placed sterile gauze and paper tape over that. Patient tolerated procedure well. Estimated blood loss was 200 cc. Sponge and needle counts were correct. No complications. Patient returned to postanesthesia care unit in good condition. Procedures: exploratory laparotomy. Lysis of adhesions. Removal of gore-tex mesh. Ventral incisional hernia repair. Implantable mesh.¿ [missing records: pathology report detailing analysis of the device removed during the (B)(6) 2007 procedure was not provided.] It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. (B)(6) 2007: (B)(6). Office visit. Chief complaint: ¿I have a bulge in my incision.¿ complaint of definite ventral incisional hernia. Onset of pain and bulge began 6 month ago, has been constant since. The bulge is intermittent. States previous surgery for gastric pacemaker. Reports no complications with previous surgery. Had a previous repair of her hernia with mesh. Review of systems: gastrointestinal; loss of appetite, nausea, vomiting, bloating, abdominal pain, hemorrhoids, narrow stools. Constitutional; fever, fatigue, loss of appetite, body aches. Weight 240 lbs. Exam: abdomen; scaphoid abdomen, non-tender, normal tone without rigidity or guarding, normal bowel sounds, no masses present. Hernias; ventral incisional hernia present, no inguinal hernia, normal appearing umbilicus, no epigastric hernia, no evidence of spigelian hernia, no trocar site hernia, incision healing well. Impression: recurrent ventral incisional hernia. Plan: implantation of mesh, repair recurrent incision or ventral hernia. The patient has a symptomatic ventral incision hernia which I recommend repair. Discussed pathology as well as indications, risks, and complications regarding the repair. Recurrence rates discussed. The repair with mesh placement will be scheduled. (B)(6) 2007: (B)(6). Pathology report. Accession #: s07-9855. Diagnosis: skin and soft tissue, abdomen, excision: dermal and septal fibrosis. See microscopic. Comment: the diagnosis rendered is based upon gross and microscopic examination. History: not given. Gross: abdominal scarring: the specimen received in formalin labeled ¿abdominal scarring¿ is a tan ellipse of skin measuring 16.5 x 2.5 cm with an excision depth of 4.5 cm and a portion of mesh covered with tan soft tissue measuring 11.5 x 6 x 1.0 cm. Grossly there is no distinct lesion or mass identified. Representative sections are submitted in ¿1a¿. Microscopic: representative sections show skin and soft tissue. The epidermis appears unremarkable. The dermis exhibits fibrosis compatible with a scar. In other fragments septal fibrosis is noted. In some areas fibrosis shows variation in cellularity and areas with a slightly fibroblastic appearance. The possibility of fibromatosis cannot be excluded. Malignant features are not appreciated. Correlation is recommended. (B)(6) 2007: (B)(6). Office visit. Follow up after ventral incisional herniorrhaphy, exploratory laparotomy, lysis of adhesions, removal of gore-tex mesh, implantable mesh. Admits to having problems after the surgery with complaints of back pain and leg pain. Patients states resumption of limited activities, has resumed limited work duties, no heavy lifting. History: arthritis, diabetes, hepatitis c, obesity. Exam: abdomen; non-tender to palpation, normal bowel sounds, tone normal without rigidity or guarding, no masses present, no abdominal bruits, non-distended, scaphoid abdomen, no incisions present, no hernias present. Disposition: return in 2 weeks, looks good. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2009: [missing records: records for ¿hernia repair¿ were not provided.] (B)(6) 2010: (B)(6) medical center. (B)(6) md. Operative report. Resident surgeon: matt robertson. Preoperative diagnosis: gastroparesis. Postoperative diagnosis: gastroparesis. Operation: placement of gastric stimulator leads, open gastric biopsy and placement of gastric stimulator. Indications: the patient had longstanding gastroparesis. She has had 2 previous gastric stimulator systems implanted. The first 1 had to be revised for lead problems. The second 1 twisted out, leads actually twisted out away from the stomach and into the pacemaker pocket when the pacer began twisting and flipping within the pacemaker pocket. Findings: the patient has symptoms of abdominal adhesions from previous operation. She had a hernia mesh on the undersurface of her fascia. Impendance [sic] was 519 ohms. Description of procedure: ¿the patient was placed on the operating room table. She received satisfactory general anesthesia and endotracheal intubation. Foley catheter was placed. The abdomen was thoroughly prepped and draped. A midline incision was made from sternum to the umbilicus. Subcutaneous tissue was divided with traction and knife. The fascia was incised and the peritoneal cavity was entered without injury to the underlying organs. The stomach, colon and small bowel were carefully dissected away from the anterior abdominal wall. The omentum was dissected away from the anterior abdominal wall and the mesh that was sewn to the undersurface of the fascia. The wafers from previous pacemaker leads were identified. Anterior surface of the stomach was used for a biopsy. A full thickness biopsy was made using the eea stapler fired tangentially across the anterior surface of the stomach at the midline. The suture line was oversewn with 3-0 maxon on an sh needle. This imbricated the staple line. Two leads were placed on the undersurface of the stomach between the middle and medial third of the body. A self-retaining retractor was sutured in place with a 3-0 silk. The prolene portion of the leads were attached to the silicone wafer with medium vessel clips. The wafer was then sutured to the stomach with 3-0 silk sutures. Endoscopy was performed to make sure that the leads did not enter the lumen. Impedance was 519 ohms. A new pacemaker pocket was created in the right lateral abdomen beneath the subcutaneous fat just anterior to the fascia. The leads were passed with a trocar through the fascia into the pocket. The leads were attached pacemaker. The pacemaker sutures were in the pocket. Eeg tracings were performed at off, low, medium, high and super high settings then off again. Living array mapping eeg was used as well. The cardiac leads attached to the antrum of the stomach which had been used for the eeg tracings were removed. The fascia was approximated with #1 looped maxon ct1 needle. The subcutaneous tissue was irrigated. The pacemaker pocket was irrigated with betadine solution and vancomycin powder to reduce the chance of infection. The pacemaker pocket was closed with 3-0 maxon on a ct1 needle. The subcutaneous tissues were irrigated and the skin was closed with 3-0 monocryl on a ps2 needle. The patient tolerated the procedure well. Blood loss was 200 ml.¿ (B)(6) 2017: (B)(6) medical center. (B)(6) md. (B)(6) , do. Radiology ¿ CT abdomen/pelvis. Clinical history: right lower quadrant pain, vomiting and loss of appetite. Impression: moderate wall thickening of the ascending colon with moderate pericolonic and fluid. Differential considerations include diverticulitis versus colitis related to an infectious or inflammatory process. Ischemic bowel is a less likely consideration. No pneumoperitoneum or drainable abscess. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code h6: updated investigation finding h6: updated investigation conclusion h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes (1695, 2240, 3191: appropriate term/code not available for ¿mesh detachment¿ ¿scarring¿) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: ¿ the known medical records span (B)(6), 2007 through (B)(6), 2017 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Patient information: medical history: ¿ obesity: (B)(6) 2007: 240 lbs. (B)(6) 2011: ¿obese¿ ¿ smoker: (B)(6)2011: ¿smokes¿ ¿ diabetes mellitus ¿ diabetic gastroparesis ¿ IV drug abuse history ¿ chronic pain syndrome/dependency ¿ hepatitis b and c ¿ liver cancer ¿ diverticulitis verses colitis ¿ (B)(6) 2015: conversion disorder, 2 suicide attempts ¿ (B)(6) 2015: drug screen positive for cocaine surgical procedures: ¿ (B)(6) 1998: laparoscopic cholecystectomy with operative cholangiography. ¿ (B)(6) 1998: percutaneous aspiration, abscess drainage; aspiration of the low attenuation collection in the gallbladder fossa ¿ (B)(6) 1998: hysterectomy. ¿ 2005/2006: gastric pacemaker. ¿ (B)(6) 2006: incisional hernia repair. [Medical records were not provided] ¿ (B)(6) 2007: open repair of recurrent incisional hernia with goretex dual mesh. Implant: gore® dualmesh® biomaterial. ¿ (B)(6) 2007: exploratory laparotomy. Lysis of adhesions. Removal of gore-tex mesh. Ventral incisional hernia repair. Implantable mesh. Implant: bard composix l/p mesh. ¿ 2009: gastric stimulator implant surgery. Hernia repair. ¿ (B)(6) 2010: removal of gastric stimulator and leads. ¿ (B)(6) 2010: placement of gastric stimulator leads, open gastric biopsy and placement of gastric stimulator implant preoperative complaints: ¿ (B)(6) 2007: indications: ¿the patient is a 36-year-old white female with history significant of diabetic gastroparesis presented to clinic with complaint of a bulge through a previous upper midline incision. She has had a prior gastric pacemaker placed along with a revision and incisional hernia repair. Repair of this recurrent incisional ventral hernia was recommended to the patient and her questions were addressed.¿ implant procedure: open repair of recurrent incisional hernia with goretex dual mesh. Implant: gore® dualmesh® biomaterial, 1dlmc04/04426130, 15cm x 19cm x 1mm thick, oval] implant date: (B)(6), 2007 ¿ description of hernia being treated: ¿an upper midline incision was made through the previous scar and carried down through the subcutaneous tissues using sharp and electrocautery dissection. Upon reaching the hernia sac, the sac was freed from the surrounding tissues using electrocautery and dissected back to the point on the fascial defect. At this point, many intra-abdominal adhesions were lysed using sharp and electrocautery dissection. The leads exiting the fascia in the left upper quadrant were identified and protected. Once the hernia sac and contents had been reduced into the abdominal cavity, palpation of the fascia revealed multiple small hernias. These hernias were opened along midline incision to provide one continuous incision through the fascia. Next, fascial flaps were raised using electrocautery, providing a circumferential ring of approximately 3 cm around the defect in the fascia . Less extensive dissection was performed on the left side where the gastric pacemaker pocket was.¿ ¿ implant size and fixation: ¿next, the gore dualmesh, 15 x 19-cm patch was chosen for the repair. The mesh was sutured to the fascia in an underlay technique with multiple u type 0 ethibond sutures to the fascial edge . The wound was then copiously irrigated with saline and hemostasis was assured. Next, wound closure was performed in layers using multiple 3-0 vicryl sutures in an interrupted fashion to reapproximate the subcutaneous tissues. The skin was closed with a 4-0 monocryl in a continuous running fashion.¿ explant preoperative complaints: ¿ (B)(6) 2007: ¿chief complaint: ¿I have a bulge in my incision .¿ complaint of definite ventral incisional hernia. Onset of pain and bulge began 6 month [sic] ago, has been constant since. The bulge is intermittent. States previous surgery for gastric pacemaker. Reports no complications with previous surgery. Had a previous repair of her hernia with mesh. Review of systems: gastrointestinal; loss of appetite, nausea, vomiting, bloating, abdominal pain, hemorrhoids, narrow stools. Constitutional; fever, fatigue, loss of appetite, body aches. Weight 240 lbs. Exam: hernias; ventral incisional hernia present, no inguinal hernia, normal appearing umbilicus, no epigastric hernia, no evidence of spigelian hernia, no trocar site hernia, incision healing well. Impression: recurrent ventral incisional hernia. Plan: implantation of mesh, repair recurrent incision or ventral hernia.¿ explant procedure: exploratory laparotomy. Lysis of adhesions. Removal of gore-tex mesh. Ventral incisional hernia repair. Implantable mesh. [Implant: bard composix l/p mesh] explant date: (B)(6), 2007 [hospitalization dates (B)(6), 2007] ¿ ¿we made a midline incision through skin and subcutaneous tissues, dissected out the hernia sac circumferentially paying particular attention to the position of her gastric pacemaker leads at all times. We were able to free the fascia up circumferentially and did a lysis of adhesions to free up the bowel in the abdominal cavity. Next, we removed the old piece of mesh which had pulled away from the left side but was still adherent to the right. We removed it completely and submitted that to pathology. We then used a composix mesh with a 5 cm overlap circumferentially around the fascial defect. We tacked it laterally with 0 ethibond sutures and then sewed the fascial margins to the anterior layer of the mesh using prolene running sutures. We placed a 15 round j-p drain in subcutaneous tissues, closed subcutaneous tissues with 3-0 vicryl, skin with surgical staples...¿ (B)(6) 2007: pathology. ¿history: not given. Gross: abdominal scarring: the specimen received in formalin labeled ¿abdominal scarring¿ is a tan ellipse of skin measuring 16.5 x 2.5 cm with an excision depth of 4.5 cm and a portion of mesh covered with tan soft tissue measuring 11.5 x 6 x 1.0 cm . Grossly there is no distinct lesion or mass identified. Representative sections are submitted in ¿1a¿. Microscopic: representative sections show skin and soft tissue. The epidermis appears unremarkable. The dermis exhibits fibrosis compatible with a scar. In other fragments septal fibrosis is noted. In some areas fibrosis shows variation in cellularity and areas with a slightly fibroblastic appearance. The possibility of fibromatosis cannot be excluded. Malignant features are not appreciated. Correlation is recommended.¿ (B)(6) 2007: ¿IV drug abuse history ¿ pain management is issue (as expected). Change medications.¿ (B)(6) 2007: discharge summary. Discharge diagnosis: ventral incisional hernia. Operation: repair of recurrent ventral incisional hernia with mesh. Activity: up as desired. Discharge medications: lorcet plus for pain. Diet: regular. Keep wound clean and dry. Discharged home, stable condition.¿ relevant medical information ¿ (B)(6) 2007: CT abdomen/pelvis. ¿impression: discoid atelectasis right lung base. Abnormal fluid collection anterior to abdominal wall mesh consistent with evolving [sic] hematoma or seroma.¿ ¿ (B)(6) 2007: ¿follow up after ventral incisional herniorrhaphy...¿ ¿admits to having problems after the surgery with complaints of back pain and leg pain. Patients states resumption of limited activities, has resumed limited work duties, no heavy lifting. Exam: abdomen; non-tender to palpation, normal bowel sounds, tone normal without rigidity or guarding, no masses present, no abdominal bruits, non-distended, scaphoid abdomen, no incisions present, no hernias present . Disposition: return in 2 weeks, looks good¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use state: ¿for best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) [assigned]:(B)(6) medical center. Intraoperative record. Asa: 3. Dressing: abdominal binder. Implant sticker. Bard composix l/p mesh. (B)(6) :(B)(6) center. [Illegible] berry. Progress notes. Pain. Abdomen okay. IV drug abuse history ¿ pain management is issue (as expected). Change medications. (B)(6) 07:(B)(6) medical center. (B)(6) , md. Discharge summary. Discharge diagnosis: ventral incisional hernia. Operation: repair of recurrent ventral incisional hernia with mesh. Activity: up as desired. Discharge medications: lorcet plus for pain. Diet: regular. Keep wound clean and dry. Discharged home, stable condition. Follow up in office 1 week. (B)(6) 07(B)(6) medical center. (B)(6) . Radiology ¿ CT abdomen/pelvis with contrast. Indication: abdominal pain; postoperative abdominal wall hernia repair. Findings: abdominal wall hernia repair with mesh. Fluid collection anterior to abdominal wall, posterior to staple line; collection most consistent with resolving hematoma or seroma. Impression: discoid atelectasis right lung base. Abnormal fluid collection anterior to abdominal wall mesh consistent with evolving [sic] hematoma or seroma. (B)(6) /07:(B)(6) medical center. (B)(6) , md. Radiology ¿ x-ray acute abdomen w/chest. Indication: abdominal pain. Impression: no abnormality in chest. No dilated bowel seen. (B)(6) 07:(B)(6) systems. (B)(6) , rn. Emergency department nurse notes. Right side chest pain down to hip. Stated diagnosed today with urinary tract infection. Dull abdominal pain all quadrants and epigastric. Diarrhea x 6. (B)(6) 08:(B)(6) systems. [Signature illegible]. Emergency department nurse notes. Right and left upper quadrant abdominal pain x 2 days and nausea/vomiting x 3 days. (B)(6) 08(B)(6) medical center. (B)(6) , md. Radiology ¿ x-ray acute abdomen w/chest. Indication: nausea/vomiting, migraine. Impression: no acute cardiopulmonary process. Surgical changes in upper abdomen; implanted device left mid abdomen. Bowel gas pattern normal. (B)(6) /09:(B)(6) systems. [Signature illegible]. Emergency department nurse notes. Generalized abdominal pain x 4 days, nausea, vertigo, migraine. ??/??/09:[missing records: records for ¿hernia repair¿ were not provided.] (B)(6) 10:(B)(6) systems. [Signature illegible]. Emergency department nurse notes. Nausea/vomiting, abdominal pain, migraine x 3 days. (B)(6) 11:(B)(6) medical center. (B)(6) . Radiology ¿ CT abdomen/pelvis w/contrast. Indication: abdominal pain. Impression: multiple colon diverticula. Possible localized wall thickening of the cecum raising question of inflammatory process. No acute disease involving abdomen or pelvis. (B)(6) [assigned]:(B)(6) medical center. (B)(6) , md. Emergency department notes. Nausea, vomiting x 3 days and right lower quadrant pain different than typical pain pattern. Impression: colitis. Plan: cipro and flagyl, follow up with primary gastroenterologist. (B)(6) :(B)(6) medical center. [Signature illegible]. Emergency department notes. Headache; right sided, dysarthria, shortness of breath. Cva [cerebrovascular accident] at cmmc 3 weeks ago. Smokes, denies etoh/drugs. CT head-no acute changes. (B)(6) :(B)(6) medical center. (B)(6) , md. Consultation. Neurologic presentation inconsistent with acute stroke. Currently treated for bipolar depression. 2 previous psychiatric admissions after suicide attempts; tried to slit her neck and made a serious overdose. Says in her teens she did abuse substances. Medical history: chronic pain syndrome dependency, history of liver cancer. Impression: conversion disorder. Plan: restart seroquel and lower dose klonopin. (B)(6) 15:(B)(6) systems. (B)(6) . Progress notes. Drug screen positive for cocaine. [Incomplete record]. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: adhesions, mesh detachment, hernia recurrence, surgery to remove mesh, scarring. Additional event specific information was not provided.